Manufacturer narrative:
Per the clinic, the patient was reimplanted with another device on (B)(6) 2013. This report is filed october 25, 2013.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement with device use. The device was explanted on (B)(6) 2013. Reimplantation is planned but has not taken place at the time of this report (B)(4) 2013.